Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion exhibiting 95% stenosis. No abnormalities were noted in the patient¿s anatomy. The device was removed from packaging with no issues noted. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered, and excessive force was not used. It was reported that the stent deformation occurred during advancement. The physician used another manufacturer stent to complete the procedure. No patient complications reported for this event.

Manufacturer narrative:
Additional information received reported that the lesion was located in the lad if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands but was not meeting specifications due to deformed struts at the proximal and distal end. Deformation was evident to the 1st, 2nd, 4th, 29th and 30th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.